Manufacturer narrative:
The actual device was received and evaluated. Co could not verify or duplicate the reported event. A thorough review was done of our complaint database. This was found to be the first complaint we have received with the lot code referenced.

Event description:
The button was stuck in the 'on' position.